Manufacturer narrative:
The proximal segment of the lead was returned, analyzed, and the outer insulation of the lead developed a breach due to a depression while in vivo. If information is provided in the future, a supplemental report will be issued.

Event description:
The right atrial (ra) lead was explanted due to patient death which was unrelated to the implantable pulse generator (ipg) system. The lead was returned and, subsequently, the ra lead tested out of specification during the manufacturer's analysis. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.